Event description:
Related manufacturer reference number: 2017865-2022-04702. It was reported that during routine pacemaker replacement, the set screw was unable to be engaged due to stripping and the right ventricular (rv) lead was unable to be disconnected from the header. On (B)(6) 2022 the physician elected to cap and replace the rv lead. The pacemaker was also explanted and replaced. The patient condition was stable.